Event description:
It was reported that the patient complained of being tired since the rate response was activated on the implantable pulse generator (ipg). It was also noted that the "implant detect" had not completed as expected since the recent implant of the ipg. The "implant detect" was manually turned off and the device remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.